Manufacturer narrative:
Exact age at time of event is not available. Reported patient age: <18 years old.

Event description:
It was reported that during the initial lithotripsy procedure to treat urolithiasis, a patient experienced an allergic reaction, urinary retention and vasovagal response. The device was used for 50 minutes. After the initial procedure and before the patient was discharged, the patient experienced erectile dysfunction. On (B)(6) 2025, a follow-up visit occurred and there were no subsequent follow-up visits. There was no relationship reported between the adverse events and the device itself.